Manufacturer narrative:
This device is a combination product. (B)(6). Device evaluated by MFR.: synergy ous mr 3.00 x 38mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found proximal stent and distal stent damage, with stent struts lifted/partially flared. The undamaged stent outer diameter was within maximum crimped stent profile measurement. The balloon cones showed signs of positive pressure applied; the proximal and distal balloon cones were partially unfolded. A visual and microscopic examination of the bumper tip found distal tip damage. A visual and tactile examination of the hypotube found a hypotube kink located 29.5cm distal to the distal strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 22jan2020. It was reported that crossing difficulties were encountered. A 3.00 x 38 synergy drug-eluting stent was advanced for treatment but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications nor injuries were reported. However, returned device analysis revealed stent damage.